Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture baker grade unknown", "the prosthesis may rupture."

Event description:
Patient reported unknown side "the prosthesis may rupture" and "capsular contracture grade unknown". Also reported "fiber adenoma" which was determined not to be device-related. Device remains implanted.